Event description:
Customer reportedly received the following results on the compact system within 10 minutes: lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, and 103 mg/dl # with 2nd vial of strips with unknown lot number. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (with 2nd vial of strips with unknown lot number), is related to case with patient identifier (B)(6) (with 1st vial of strips with unknown lot number).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (with 2nd vial of strips with unknown lot number), is related to case with patient identifier (B)(6) (with 1st vial of strips with unknown lot number). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.